Manufacturer narrative:
Other components include: product ID: 8835, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2018, it was reported that the patient's personal therapy manager (ptm) had an error code of 8474, indicative of a pump reset, and their pump began to make beeping noises. According to the patient these issue began at the same time around (B)(6) 2017 when their pump was refilled and reprogrammed. No symptoms were reported. No further complications were reported.